Event description:
It was reported that the user did not fully lock the infusion set connector, resulting in no drops during priming, then pushed the cartridge and adapter into the pump without rewinding while off-body, which expelled insulin from the needle, after which the user observed drops and initiated a fill without insertion; the pump also issued a low-battery alert. Symptoms included no reported change in blood glucose. Outcomes included successful resumption of insulin delivery after guided cannula fill, insertion, and proper fill, with user education provided on correct connector locking, priming steps, and battery charging. Investigation included troubleshooting by customer support and user education. Investigation of this case revealed incorrect infusion set connection and improper priming technique, with the device responding with a low-battery alarm and functioning as designed after correct setup. It was concluded, based on previously established findings for similar reports, that user handling error was the cause.